Manufacturer narrative:
Medtronic received additional information that the same leak did not appear in multiple packs. There was no visible air in the system/tubing. The amount of patient blood lost as a result of this leak is unknown. A transfusion was not required. The device was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that there was a leak at the connector in the pump line. The leak was on the line between the reservoir and the oxygenator. The leak was not observed at priming but it occurred during the procedure. It may have occurred during the procedure due to high line pressure. The use of the device was unspecified. There was no adverse patient effect associated with this event.